Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was approximately 138 mg/dl. A cartridge change was performed resolving the issue. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge change error allegation.